Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site. Symptoms of purulent drainage from site, fever, and chills were noted. The physician was unable to confirm the cause of infection; however, it was not procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Sc-1216 (sn (B)(6)), sc-2218-50 (sn (B)(6)), sc-2218-50 (sn (B)(6)), sc-4318 (bn/ln 37571139). Investigation results the ipg, leads, and anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks prior to the onset of fever in (B)(6) 2026. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7172329, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173017, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 37571139, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site. Symptoms of purulent drainage from site, fever, and chills were noted. The physician was unable to confirm the cause of infection, however, it was not procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.